Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod that did not deploy the needle and cannula into the patient's skin upon activation, indicating a needle mechanism failure. The pod was not worn. No impact to the patient's blood glucose was reported. The patient experienced this with two pods, please see related case: (B)(4).

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The data downloaded from the device did not show any timeouts or drive stalls during the run. No damages or defects were observed that would result in a needle mechanism failure, a root cause for the reported event could not be determined.